Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on anterior side assessed as unidentified (tear) opening (shell thickness within specification), missing shell assessed as inconclusive, and one opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: wear abrasion is observed. Crease flat is observed.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.